Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and right ventricular (rv) lead exhibited noise and loss of capture. High out-of-range impedance measurements were noted. The patient is not dependent. Both leads were capped. Due to the patient being in chronic atrial fibrillation (af) only the rv lead was replaced. Clavicular crush was noted at time of procedure. There were no adverse patient effects.